Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that there was a crack in the pump's rear housing. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation summary: visual inspection revealed the front and rear housing was cracked, but the keypad and labels were operational and intact. The customer's reported problem was verified. The device was powered up and alarmed ec1260 and ec1261 which is a corruption issue with the circuit board. The circuit board and front/rear housing was replaced and the old style downstream sensor was replaced as a preventative measure. Furthermore, the device history record was reviewed and found to be in compliance; no manufacturing or testing issues were found.